Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter. The extender tubing and maquet sheath were also returned separate from the iab. The membrane and inner lumen were cut at approximately at 18.54cm from the iab tip and a catheter tubing kink was observed near the y-fitting at approximately 51.82cm from the iab tip. The returned sheath was also observed to be bent/kinked at approximately 4.32cm & 11.68cm from the sheath hub respectively. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a primary leak was detected on the membrane approximately 2.54cm from the rear seal and measuring approximately 0.025cm in length. A secondary leak was also detected at the membrane/inner lumen cut location. The reported problem was most likely triggered by the primary leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. The review of the historical data indicates that one other similar complaint was reported for the same lot/serial number and reported failure mode. The overall complaint trend data for the period apr-19 through mar-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #: (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Upon inspection, the customer found blood in the iab. The iab was then removed. The patient was in stable condition, therefore, another iab was not inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a gas loss alarm. Upon inspection, the customer found blood in the iab. The iab was then removed. The patient was in stable condition, therefore, another iab was not inserted. There was no patient harm or adverse event reported.